Event description:
According to the reporter, during a laparoscopic bariatric procedure, when using the trocar, the surgeon noticed a leak and verified that the trocar was cracked. When stapling, the jaws of the stapler did not close. The devices were replaced to continue the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.